Event description:
A zoll pt svc rep contacted zoll customer support while with a (B)(6) female pt to report that the pt's monitor would not power on following a treatment event.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (won't power up) was confirmed. As rec'd the monitor failed to power on. The root cause of the inability to power on is currently under investigation. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received an ICD and did not require a replacement monitor.